Event description:
It was reported by the customer that the customer received an altitude alarm that could not be cleared. The customer's blood glucose level was not impacted. The customer indicated they would temporarily use manual insulin injections to manage diabetes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.